Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reporting for instrument replacement 3 attune insert trials who's balseals have either fallen off or are stretched. Also reporting a broken tibial impactor, attune. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device confirms the reported event. Additionally, upon receipt of the device, this report was duplicated under MFR report number 1818910-2018-54299. Report number 1818910-2018-54299 will be used for any further updates regarding this event.

Event description:
The balseal fell off.